Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported that the device was used during an unknown procedure, incomplete staple line. Used manual sutures to achieve hemostasis - no consequence for the pt.